Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the performance saw blade broke at the mount, an x-ray was performed to locate the broken fragment. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: catalog number was unknown, updated to 6118127090. H6: the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a surgical procedure, the performance saw blade broke at the mount, an x-ray was performed to locate the broken fragment. The procedure was completed successfully; no adverse consequences or medical intervention were reported.